Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, the patient having contraindicating conditions, not prepping the skin, and multiple tunneling attempts have been ruled out as potential causes. The clinical representative confirmed that the patient did not engage in any strenuous activities that may have contributed to the occurrence. In addition, the implant procedure was reported to be performed following the IFU. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is no problem/fault found.

Event description:
The patient reported erosion of the implanted device through the skin as well as an infection. A revision was performed on (B)(6) 2021 and no further issues have been identified.